Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that data points were missing from the continuous glucose monitor graph. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 220 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.